Event description:
The facility states that the surgeon successfully implanted a model aq2010v intraocular lens using a model aq cartridge fp, but the model of injector was not specified. The surgeon noted damage to the lens after implantation. The lens was removed without injury to the patient. The lot numbers for the cartridge an injector used were not specified.

Manufacturer narrative:
Evaluation results: visual inspection of the lens showed one of the haptics was torn off and is missing. Visual inspection of the cartridge showed no visible damaged or distress present. Conclusion - no conclusion can be drawn. The injector used in this case was not returned for evaluation.